Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device would not interrogate and it was attributed to the cable. It was additionally noted that the upper case lens was broken and the main printed circuit board was contaminated. The device was to be replaced and scrapped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to interrogate devices. The head was returned for service. No patient complications have been reported as a result of this event.